Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was unable to schedule a doctors appointment because of covid-19 pandemic. No symptoms reported. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having trouble getting the battery to complete charge. The patient noted the implant had run down one time for a few hours. The patient had the recharger on almost all of the weekend and the implant never got to the point that it was completely charged. All eight coupling boxes were shaded and troubleshooting reviewed that the external equipment was working as intended so they should follow-up with their healthcare provider to check the implant. The patient mentioned her implant was on 24 hours a day and she only turned if off for mris unrelated to the implant. The patient explained that the issues started in the last four months and it had been building to where it was taking longer and longer to get fully charged. No patient symptoms reported.